Manufacturer narrative:
A ge service rep performed an onsite investigation. The power line plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system caused the facility circuit breakers to trip. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.